Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after experiencing syncopal episodes. The right ventricular lead exhibited loss of capture, noise and was fractured. The lead was capped and replaced on (B)(6) 2012.